Event description:
On (B)(6) 2013, the patient contacted animas alleging that he had been experiencing elevated blood glucose (bg). The patient did not provide bg levels or signs or symptoms. The patient reportedly had changed out the cartridge, tubing, and infusion set to troubleshoot elevated bgs. The patient stated bgs would come down but then would elevate again. The patient stated he believed the pump was not delivering insulin appropriately and requested the pump be replaced. The pump was not available for troubleshooting at the time of initial contact. Customer technical support attempted to follow up with the patient to complete troubleshooting, without success. The report of elevated bgs does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump was not delivering insulin as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:a review of the pump¿s history showed that the last bolus and last basal delivery were both recorded on 09/26/2013. No activity related to the complaint was recorded in the pump¿s history. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was tested on a delivery accuracy test; the pump passed the required test and was found to be delivering accurately and within the required specification. No alarms occurred during testing. The complaint could not be duplicated.